Event description:
It was reported that a patient had 3 seizures in 2 weeks which was a lot for them. It was also reported that the patient had a seizure that lasted for 12 minutes. No surgical intervention has occurred to date. No additional relevant information has been received to date.